Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that the needles were blocked. The following information was provided by the initial reporter, translated from french to english: so the needles block when madam comes to inject and especially she can take 3 needles before she'll get the full dose.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples were returned and the reported issue cause could not be determined based upon the photo provided, therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.